Manufacturer narrative:
(B)(4) - it was reported that the patient was last seen by the physician on (B)(6) 2011 and the patient is fine now.

Event description:
It was reported that the patient underwent a laparoscopic tapp repair of bilateral inguinal hernias on (B)(6) 2010 and mesh was used. The patient indicated on the one year follow up questionaire in (B)(6) 2011 there were no issues. The patient developed hernia recurrence on right side and underwent lichtenstein repair of the lateral sliding recurrence on (B)(6) 2011. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.